Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - xten. It was stated the handle was crumbling. It was confirmed by photographic evidence the handle is broken on the connection to the lighthead and some particles are missing. We decided to report the issue in abundance of caution as any particles falling off into the sterile field or during the procedure may cause contamination. The defective part (ard367839555 - s/a direction handle) was replaced and the device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to the handle crumbled with missing particles, which could be considered as technical deficiency, and in this way the device contributed to the event. According to the information gathered, the issue was discovered during preventive maintenance. A review of received customer product complaints related to the investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the cover being cracked with missing particles is low. A root cause analysis was performed by subject matter experts. The damages on the plastic handle shows (on the picture) a deterioration of the surface. The deterioration of the surface was probably caused by aggressive cleaning products used during the cleaning or by liquid residues left on the handles. The cleaning protocol was not provided. To prevent any safety issue the xten user manual # 0130103 mentions the procedure to clean the device indicating the prohibited products and indicating to rinse the device with clean water in order to remove residues after cleaning. The xten user manual # 0130103 mentions to check the light heads for chipped paint, impact marks and any other damage, during the daily check; and mentions to check the overall condition of the side handles, during annual checks. New handles available as spare parts were installed in order to replace the handles damaged and to avoid any incident. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Initial reporter was getinge technician. Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 15th march, 2024 getinge became aware of an issue with one of surgical lights - xten. It was stated the handle was crumbling. It was confirmed by photographic evidence the handle is broken on the connection to the lighthead and some particles are missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.